Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device found that the shaft of the inflation port appeared to be perforated. Attempts made to inflate the device to nominal pressure were unsuccessful. The balloon would not inflate normally and water was leaking through the guidewire port from the hole in the inflation port. Further analysis of the returned device revealed perforations in the proximal inner shaft directly under the hub inflation port. Based on the size and location of the perforations, it is possible the guidewire was mistakenly inserted into the hub inflation port instead of the guidewire (back) port which punctured the inner shaft and caused the observed leakage/failure to inflate during device analysis. Per the device direction for use (dfu), "introduce the guidewire, flexible-end first, into the straight (back) port." However, since the guidewire used in the procedure was not returned, this could not be proven. While there are a number of potential causes for the reported issue, because review of available information and analysis of the returned device failed to identify a definitive cause,therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device found that that the subject device catheter shaft was broken and water was leaking from the guidewire port. There was no clinical consequence to the patient as a result of this event.